Manufacturer narrative:
(B)(4).

Event description:
New information notes that the patient was syncope and the reported low impedance and noise was possible due to an insulation failure. However when lead was explanted there was no insulation defect observed on the lead.

Event description:
New information notes that the lead was explanted due to low pacing lead impedance. No patient symptoms noted. The lead was tested with psa at lead explant, and the low impedance could not be reproduced. The lead was replaced and no further complications were noted. The patient was stable following the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic after receiving a patient notifier alert for low impedance on the atrial lead. The atrial lead also presents noise reproducible with isometrics and oversensing. Programming changes were made and the lead was left in bipolar configuration. The patient is asymptomatic.

Manufacturer narrative:
The inner insulation was noted to be abraded at 22.3-22.4 cm from the connector pin consistent with suture tie down forces. The inner coil was exposed at this location. This is consistent with the observation from the field of noise and impedance anomaly.